Event description:
It was reported that after a libre 3 plus sensor change, the sensor did not display blood glucose on the ilet mobile app until the caregiver rescanned and successfully reconnected, after which the ilet displayed a high blood glucose reading of 401 mg/dl. Symptoms included hyperglycemia. Outcomes included user-directed insulin administration with expectation of glucose correction and no hospitalization. Investigation included remote troubleshooting and education, including instructing the caregiver to rescan and confirm connection in the ilet app. Investigation of this case revealed that the initial pairing failed but was resolved through rescanning, consistent with a temporary connectivity issue between the continuous glucose monitor and the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user-system connectivity error that resolved with standard troubleshooting.